Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint, this report was submitted in error as it is not a reportable malfunction. Please disregard any information reported in the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a system check error with out manual restart. No additional patient or event information is available.